Event description:
It was reported that not long ago they sent you a catheter that they felt was the incorrect size. I believe you have received that one and are doing an investigation but unfortunately during my last catheter change, the one we were about to use had the same issue and had black spots that appeared like mould on it. Per additional information received via task on 08jan2026, stated that the date of my last change was on (B)(6) 2025.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.